Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high impedance measurements of greater than 2500 ohms, high threshold measurements and loss of capture. The lead was noted to be fractured. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa) which confirmed loss of capture. The lead was not able to be removed due to the length of time it was implanted. A new lv lead was implanted. No additional adverse patient effects were reported.